Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient just started using the cycler again because he had surgery. Follow up was made to the nurse who reported the patient had hernia repair surgery around 3 months ago.

Manufacturer narrative:
Additional information: the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.